Manufacturer narrative:
Two of the customer's strips were returned. The returned test strips were measured with the a retention meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 3.0 inr. Donor 2 inr: 2.6 inr. Donor 1 hct: 40%. Donor 2 hct: 38%. Testing results: donor #1: retention meter and master lot strips: 3.0 inr. Retention meter and customer strips: 3.0 inr. Donor #2: retention meter and master lot strips: 2.6 inr. Retention meter and customer strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from a clinic¿s coaguchek xs meter (serial number unknown) compared to an inrange meter (B)(4). The customer used both strip lots 43002021 and 43492522 (expiration dates for both lots were not provided. The result obtained on the clinic¿s coaguchek xs meter was 3.9 inr. The customer was told to withhold warfarin dose based on the result taken at the clinic. The results obtained on the customer¿s inrange meter were 3.0 inr (with lot 43002021) and 4.1 inr (with lot 43492522 taken 1 minute after the first result). The customer¿s therapeutic range is 2.5-3.5 inr.